Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. Disassociation of the patella polyethylene from the metal backing was also evident.

Manufacturer narrative:
Summary of evaluation the tibial insert and patellar component can not be evaluated for the reported insert and patella wear and patellar component disassociation as they have not been returned to howmedica but rather have been discarded by the hosp. The lot codes have not been supplied so that a review of the device history records for these components is not possible. Attempts to obtain the device and lot code info have been unsuccessful.